Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states a spoke is broken on the left rear wheel and the rim is bent.